Event description:
It was reported that noise had been observed on the atrial lead. The noise could not be distinguished from the patients atrial flutter. The patient was not dependent on the atrial lead and the physician opted to make no changes.